Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2025 leading to rise in blood glucose (bg) level to 248 mg/dl and the patient was treated with correction bolus via pump. The infusion set was in use for 1 day. The leakage was located in the tubing. No further information available.